Event description:
It was reported that the insulin pump had a blank display. The customer stated that she had changed her battery because, the insulin pump was not working. The customer disconnected the call before any further information could be gathered. The blood glucose reading was unavailable. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.